Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had to have a new implant because (B)(6) 2014 their whole body shook - like a seizure for almost 5 hours. The patient reported that it was due to the implant. The patient reported that they got sick and started vomiting and felt sensation in the feet that went through the whole body. The patient reported that this happen at the time the ins was dead. The patient reported that after the implant was explanted, they were not informed if there was something wrong with the ins. The patient reported that they had MRI in 2015 with knowing the facility needed certain equipment and did not known that they should have had it. The patient reported that nothing ¿wrong happened. The patient was reviewed that if the ins was sent back to be analyzed, the dr would usually receive a letter with the results and can follow up with dr.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.